Event description:
Allegedly in (B)(6) 2012 the surgeon found a pseudotumor. At the revision surgery, it was found that the head/neck junction had turned to black. The surgeon replaced only the head and neck. The cup is still implanted.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. Evidence that product in specification when used.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00575. This event occurred in (B)(6).